Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that threads on the impactor are stripped. Implant is not able to be attached to the impactor. Delay over 30 minutes was reported. Device backup was available.